Manufacturer narrative:
Manufacturer name, telephone, and email. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 04.038.170s, lot number: 7961641, part manufacturing date: 03 april 2015, manufacturing site: elmira , part expiration date: march 2025 , nonconformance noted: n/a . A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7961641 of tfna screws was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 7848460 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Us customer quality (cq) returned product investigation flow: broken. Visual inspection: the fenestrated head element screw was received at us cq broken at the most lateral fenestration. The received condition agreed with the complaint description. The complaint was confirmed during investigation. No other damage was noted besides wear consistent with implantation and explantation to either the returned fenestrated screw or concomitant nail (04.037.113s, lot h464104) or locking screw (04.005.526, lot l740698). Dimensional inspection: dimensional inspection of the returned device at the minor thread diameter could not be performed due to the received condition of the device. The major diameter of the most medial intact thread measured 10.24mm, which was within specification per relevant drawing. Document/specification review: the relevant drawings were reviewed: ti tfna fenestrated screw tabulated drawing. During the investigation, no product design issues were observed that may have contributed to the complaint condition. Conclusion: the complaint condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined as the event conditions were unknown; however, it is likely the device experienced extreme forces while implanted. The complaint condition is adequately addressed by the risk assessment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: tfna femoral nail (part number 04.037.113s , lot number h464104, quantity 1); stardrive locking screw (part number 04.005.526, lot number l740698, quantity 1).

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of postoperative tfna screw breakage is unknown. Additional device product code: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent second revision procedure on (B)(6) 2018, due to a broken trochanteric femoral nail advanced (tfna) screw. The patient had an initial surgery to treat an intertrochanteric fracture on (B)(6) 2018. On (B)(6) 2018 patient underwent revision due to pain. X-ray showed that the tfna blade was too long thus, the surgeon exchanged the tfna blade to tfna screw. On two (2) months review, after the first revision surgery, the surgeon recommended the patient to walk a bit more. Six (6) days post review, patient experienced pain and x-rays revealed a broken tfna neck screw. The patient did not fell. A second revision surgery took place in which a broken screw was removed. The tip of the screw broke and remained in the patient's own femoral head. The surgeon then made a decision to do the total hip replacement (thr) and hence removed the patient's femoral head with the broken tip inside. The broken tip is still in patient's femoral head. A zimmer acetabular cup and a depuy head and steam were implanted. There was no surgical delay reported. Patient outcome is reportedly good. This report captures second revision surgery. The first revision surgery has been reported under related complaint (B)(4). Concomitant device: tfna femoral nail (part number 04.037.113 , lot number h464104, quantity 1); stardrive locking screw (part number 04.005.526, lot number l740698, quantity 1). This report is for one (1) tfna fenestrated screw 70mm. This is report 1 of 1 for complaint (B)(4).